Event description:
The device was used during a bullectomy procedure. Reportedly, the staples did not form properly and a component disengaged into the pt's cavity. The surgeon applied another device and resected the tissue to the application site to complete the procedure. The hosp has reported no pt injury occurred.